Event description:
This device was explanted because a large potential was noted on the ventricular iegm during an atrial threshold test. This potential caused ventricular oversensing that led to pacing inhibition. The device was exchanged with a lumax 340 hf-t.